Event description:
The pump was returned to animas and was investigated by product analysis on (B)(4) 2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.